Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe would not conduct electricity. Reportedly, the device was not tested prior to use. Additionally, no damage was noted to the device or the packaging. The procedure was completed using another gold probe device along with the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe would not conduct electricity. Reportedly, the device was not tested prior to use. Additionally, no damage was noted to the device or the packaging. The procedure was completed using another gold probe device along with the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned gold probe device was visually inspected; no issues were found. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the isolation of electrode test. X-ray analysis revealed that the wire bundles had "bird caged" due to stresses after bonding. In addition, wire strands had separated from the bonded sections and came in contact. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation found that wire strands had separated and came in contact which resulted in the electrical isolation failure. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.